Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was placed on a table for a magnetic resonance imaging (MRI) when they realized the patient's implantable pulse generator (ipg) was not able to received a MRI. The patient was not scanned but was subjected to the magnetic field of the MRI. The device remains in use. No patient complications have been reported as a result of this event.